Manufacturer narrative:
The t:slim basal iq user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that correction factor was entered incorrectly. Customer entered 1u: 2 mg/dl instead of 1u: 30 mg/dl. Customer corrected the correction factor to resolve the issue. In addition, it was reported that the went to the emergency room (ER) due to a blood glucose (bg) level of customer 400 mg/dl. Reportedly, the cause was unknown. The customer was released from the ER 4-5 hours later. Upon being released from the ER customer¿s bg level was 300-400 mg/dl, and customer was in stable condition.

Manufacturer narrative:
B5; remove code 2199, 1670

Event description:
It was reported that the customer inadvertently entered in the pump correction factor to 1 unit of insulin to 2 mg/dl instead of 1 unit of insulin to 30 mg/dl. Customer corrected the correction factor to resolve the issue. In addition, it was reported that the customer¿s blood glucose level was 400 mg/dl, and the customer subsequently went to the emergency room (ER) due to bg level increasing to ¿high¿. Bg value at the time of arriving to the ER was not provided. Customer was treated with multiple manual insulin injections, and was released from the ER 4 to 5 hours later in ¿stable¿ condition. Customer¿s bg upon being released was 300-400 mg/dl.